Manufacturer narrative:
During the onsite investigation, the service tech replaced the eye tracker camera. Root cause determined to be a faulty eye tracker camera. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Physician reports the eye tracker tracks pupils badly or not at all. No pt harm reported and no further info was provided.